Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left main coronary artery to the middle left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.